Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 175 mg/dl at the time of the call. Customer states that she was delivering a bolus and was completing a battery change when display went white/blank and was flashing. Troubleshooting was performed and display did not return. Prior to pump turning off she delivered a bolus and was completing a battery change. The device will be return for analysis.